Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately high. The reading was 280mg/dl, which was compared to a competitor meter with a result of 180's mg/dl. (Invalid comparsion) no medical treatment was received and the pt did not take any action following the use of the meter. The customer care rep performed troubleshooting and twice the control solution test was not within range. C177 (90-122), however, with a new vial of test strips the control solution test passed. There is indication the test strips malfunctioned. The test strips were replaced and return expected.